Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that implantable cardiac monitor exhibited episodes of undersensing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.